Event description:
On or about (B)(6) 2008 the pt was implanted with an ams sparc sling with the intention of treating her for a "bladder prolapse condition." It was reported that a pt has experienced trouble urinating, cannot sit for prolonged periods of time, and she has suffered back pain and neuropathic pelvic pain. It was also reported that the pt has "suffered from recurring yeast and bladder infections and cannot engage in sexual relations." The pt has also taken prescription pain medication, experienced physical and psychological and emotional pain and suffering, has undergone surgeries and hospitalizations, has sustained permanent and debilitating injuries and continues to experienced problems with incontinence.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.